Event description:
It was reported that the system 9800 displayed an error message on the c arm "wait five seconds for power up". There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. Suspected power issue in facility. Installed power line monitor to monitor facility power.